Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to unresponsive key of the front case assy w/ keypad 8015 m2. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/08/2019 to the present date 10/19/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.